Event description:
It was reported to philips healthcare that the heartstart xl failed self-test for defib failure (error 1000). There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.